Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary/bowel problems, organ perforation, bleeding, and vaginal scarring following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh excision (posterior vaginal) required making enterocele which was repaired on (B)(6) 2012 due to erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.